Event description:
It was reported by service report that power cord was damaged. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Power and ground prongs were bent due to customer misuse.